Event description:
The customer called to report a blank display. Troubleshooting was performed, but the screen remained blank. The customer stated that she was on her way to the hosp because her blood glucose reading is 500 mg/dl and she can't treat with the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had blank display due to corrode in the battery tube and battery cap contact.